Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a saline mentor smooth round moderate plus profile 325cc and experienced deflation on the left breast implant. As a result, the patient had undergone explantation on (B)(6) 2018.

Manufacturer narrative:
On 09/19/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. In addition, the date of event was (B)(6) 2018. The replacement devices were gel mentor memorygel breast implant 375cc, catalog number 3503751bc, serial number (B)(4), lot number 6796330 on the left breast implant and gel mentor memorygel breast implant 400cc, catalog number 3504001bc, serial number (B)(4), lot number 6811071 on the right breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/06/2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.4 cm within a crease on the anterior aspect and extended to the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. (B)(4).

Manufacturer narrative:
On 09/14/2018, it was reported to mentor that the issue was discovered by observing a rapid change in the size of the left breast. The implant was removed and replaced with mentor silicone gel implant. The outcome of the adverse event was improvement. The patient experienced capsular contracture. The patient was not hospitalized. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018 it was reported to mentor that the capsular contracture was baker grade ii on the left breast implant. Manufacturer¿s reference number: (B)(4).